Event description:
It was reported that the customer's cap to reservoir connection was too loose. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated two opened/used reservoirs. Inspected reservoir's transfer guard width dimension. Reservoirs failed per specification. Too loose to connect/release properly.